Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the device and replaced the breath delivery (bd) power control /distribution assembly. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an assertion code and background check codes. In addition, it was reported that when the field service engineer (fse) evaluated the device, the breath delivery (bd) audio portion of the extended self test (est) failed to sound. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Evaluation codes method and conclusion. Additional code added to evaluation code result. Device evaluation summary: the breath delivery (bd) power controller boar and the bd power distribution board were received for failure investigation. Visual inspection of both boards showed no anomalies. The bd controller showed with little to none thermal damage around the c4 capacitor area. The two-board assembly was separated and each board inspected. The bd controller board to what it looked like thermal damage in the c4 cap/alarm plus area of the printed circuit board assembly (pcba) board. The two-board assembly was re-assembled and installed into a test ventilator for analysis. The ventilator was connected to alternating current (ac) mains power and powered on in service mode. Calibration was performed and passed. During the bd audio test, the ventilator generated a brief, faint inaudible beep. The diagnostic log showed: bd audio test: piezo alarm failure. The bd audio test was tested an additional 10 times, with the same results on all attempts. The returned bd power controller board was separated and re-assembled with the test ventilator. The ventilator was connected to ac mains power and powered on in service mode. Calibration was performed and passed. During the bd audio test, the ventilator generated a brief, faint inaudible beep. The diagnostic log showed: bd audio test: power-fail cap not discharging. The bd audio test was tested an additional 10 times, resulting with the same findings. Was disassembled and returned bd power controller was placed under a microscope for further analysis. Observed thermal damage in the alarm plus area and on the pcba board surface. Component q2 showed thermal damage on the lid. C4 super cap also has thermal damage on the edge towards q2. The returned bd power distribution board was separated and re-assembled with the test bd power controller pcb from the test ventilator. The ventilator was connected to ac mains power and powered on in service mode. Calibration and extended self testing were performed resulting with both tests passing. The bd audio test was tested an additional 10 times resulting with all tests passing. The reported event of est failed audio/ error codes was duplicated. The failure appears to be due to thermal damage of the component q2, which followed towards the surface of the pcba. In addition to unable to charge super cap c4 thus giving an error code of power fail, cap not discharging. If information is provided in the future, a supplemental report will be issued.